Event description:
It was reported that the patient's merlin transmission revealed possible output circuit damage alert. The patient had lumber surgery on (B)(6) 2012. Multiple episodes were observed during the time of the surgery. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.